Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an inability to pass the impella pump through the graft to deliver the device. Insertion was aborted with no harm to the patient.